Event description:
It was reported that the patient presented for remote follow up via (B)(6). Interrogation of the implantable cardiac monitor showed inappropriate tachycardia episodes due to post sensed t wave oversensing. Programming changes were discussed however no interventions were made. The patient was asymptomatic.